Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the mini qa+ #2/o ocord v-5 anchor device broke off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that wasnot available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was identified that the anchor was on the inserter, and it was held by the suture; the sliding cover and suture card are in place. It was found biological debris in the anchor. A manufacturing record evaluation was performed for the finished device lot number:6l43173, and no nonconformances were identified. Based on the condition of the device received, this complaint cannot be confirmed. The root cause for the failure reported cannot be determined. The possible root cause can be attributed to the handling of the device, the operator could have slidden the plastic sleeve that holds the anchor at the moment of passing the device, leading to a pre-released anchor. As per IFU, the steps for proper anchor release are provided. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 190 devices that were released to distribution. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.